Event description:
Pt tested inr at lab, inr=5.9, within one hour, went to facility and had inr tested on suspect meter, inr=3.0. Facility waited until lab result to treat pt. Controls were within range.